Manufacturer narrative:
Correction: an incorrect phone number was provided in block g1 ¿manufacturer site phone¿ in the initial report. The correct phone number is (B)(6) . Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: bilateral deflation of breast prostheses. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent an unspecified breast surgery with mentor smooth round moderate plus profile 225cc saline breast prostheses that bilaterally deflated after implantation. As a result, the patient underwent bilateral explantation on (B)(6) 2020. This medwatch report is for the 2nd of two breast prostheses.

Manufacturer narrative:
On 10-aug-2020, mentor received additional information about the event: - the date of event is (B)(6) 2019. - the patient dob is (B)(6) 1990. - the patient underwent a primary breast augmentation procedure with the suspect medical device. - the lot number of the suspect medical device is 5929811 and the serial number is (B)(6). It was the patient¿s right breast prosthesis. - the patient¿s explanted breast prostheses were replaced with mentor smooth round moderate plus profile 600cc saline breast prostheses. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 22-sep-2020, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced deflation in the breast implant. During the visual evaluation, no apparent damage or visual anomalies were observed on the returned device. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected in either device. Unfortunately, after a thorough analysis we were unable to confirm your reported event. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Deflation complaint information is consistently analyzed and monitored by quality assurance to determine when further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 31-aug-2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).